Manufacturer narrative:
Reporter enclosed 3 toothbrush heads with her letter received on (B)(6) 2016. Investigation is underway.

Event description:
Heads came off while using them and landed in mouth [device breakage], no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that in the beginning of (B)(6) 2016, the oral-b flexisoft brushheads came off while she was using them with an oral-b rechargeable toothbrush, version unknown and landed in her mouth. She reported that it looked like the head of a third brushhead would fall off soon as well. She had used oral-b toothbrushes for years and this had never happened before. No symptoms developed.